Event description:
I had an umbilical hernia repair done with covidien symbotex mesh on (B)(6) 2024; on (B)(6) I was admitted to the hospital with sepsis and rushed into emergency surgery which left me with an abdominal wound vac after a 13-day stay. As of (B)(6) I still have the vac as well as an abscess viewable with a computed tomography scan, albeit one decreasing in size due to the vigilance of my infectious disease and wound expert team. The mesh will remain in place unless the surgical team sees evidence that it must be removed.